Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1431702) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: post deployment, the sealant (50%) was hanging out of the skin within the tissue track. After a three minute hold post deployment, a 5 cm hematoma was recognized and manual compression was then applied for 20 minutes after which hemostasis was achieved. The patient was not hospitalized. Procedure type: diagnostic vessel type: coronary vessel size: 6 mm stick location: medium sheath size: 6f.